Event description:
The initial reporter received questionable na electrode results from thirty-five patient samples tested on the cobas 8000 cobas ise module (double). One example of discrepant results was provided: the initial na result from the module was 132.8 mmol/l. The repeat result from another module was 138 mmol/l. The repeat result was deemed correct. The reporter also stated they have recurring qc issues.

Manufacturer narrative:
The electrode lot number is "dcr", with an expiration date of 05-jan-2026. The calibration results had calibration alarms. The qc results on the date of the event were out of range but were acceptable on rerun. The alarm trace had sample short and abnormal aspiration (sample probe) alarms. This is an indication of possible poor sample quality. Calibration and abnormal ion-selective electrode concentration alarms were also noted. On the field service engineer's (fse) initial service visit, he inspected the module but could not identify the event's cause. He cleaned the salt buildup under the sampling pressure sensor and adjusted the vacuum tubings. He verified the module's performance with successful precision tests and operational and qcs. On the fse's follow-up service visit, he checked the module's vacuum, replaced the electrodes, and primed the ion-selective electrodes. The investigation determined the event was consistent with a preanalytic issue at the customer site (missampling due to poor sample quality). Preanalytics are within the customer's responsibility. The specific cause of the event could not be determined. The customer did not report any other issues after the service.